Event description:
A us distributor contacted zoll to report that a patient developed a open wound under the lifevest equipment. The patient described the area as a big gash, with no blood but there is liquid coming out. There was no alleged device malfunction contributing to the open wound. The patient reported reaching out to the physician, but there is no indication of medical intervention. Follow up indicated that the open wound hasn¿t improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.